Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the programmer froze, it was noted that there was a chip in the display which is known to cause an issue. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze up during interrogation. The programmer has been returned to service. There was no patient involvement.